Event description:
A datascope representative reported that the following a diagnostic catheterization procedure in 2000, the customer deployed a vasoseal es. The deployment appeared to go well and hemostasis was achieved after five minutes. Following the procedure, the pt was left alone in restroom at 1:30 and was found slumped over. The pt was moved to a supine position and treated for a vasovagal reaction with atropine, fluids, and a femostop was applied to the pt's groin and the heparin drip was discontinued at 2:00 a.m. The pt was transferred to ICU and a 5 inch hematoma was noted in the nursing notes at 3:00 a.m. The physician believed that the stroke was due to a drop in the pt's blood pressure around the time that the hematoma was found.